Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
Customer reported the patient underwent blood purification treatment with femoral vein hemofiltration catheter puncture and catheterization under color ultrasound positioning. The guide wire was discounted during the catheterization process. Replacing the guide wire and placing the tube again delays treatment and may cause serious injury.